Event description:
The customer reported the system would not boot up. No pt involved.

Manufacturer narrative:
Initial inspection found that ucp node not present, upon further inspection system started working. Log files show problems with tgi module.